Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to alleged lead damage. While placing the rv lead abnormal electrical measurements were observed. The initial r-wave was measured at 10mv however after pacing during threshold testing the r-wave had dropped to less than 3mv. This phenomenon was observed several times. The physician was concerned that he had damaged the lead at the distal end when repositioning the green tool. A different lead was successfully implanted. No adverse patient effects were reported. This lead will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.